Event description:
Patient was revised to address dislocation of unipolar hip.

Event description:
The customer is questioning a discrepant anti-hbs patient result that tested positive with the architect anti-hbs assay. The patient's (B) (6) serology results are as follows: architect anti-hbs: positive; architect anti-hbc igg: positive; architect hbsag: positive with confirmation at 95%; anti-hbe: positive (different lab, unknown methodology); hbeag: negative (different lab, unknown methodology); none of the results were reported out of the lab, and there was no impact to patient management reported.

Manufacturer narrative:
An investigation was conducted in response to this issue. An in-house approved lot of anti-hbs calibrator and control was used for the purpose of this investigation. Calibration was successfully performed and the validity criteria as specified in the package insert were also met. In the absence of a returned specimen, ten replicates of abbott negative controls were tested to assess specificity of the assay and the acceptance criteria were met. A review of the manufacturing along with testing the reagent prior to releasing it for sale did not reveal any events or issues may have impacted the performance of this lot number in relation to this complaint issue. A review of complaints received did not identify any trend for this complaint issue or this reagent lot. The coexistence of hbsag and anti-hbs in hepatitis b chronic carriers has been previously documented in published reports which show that hbsag and anti-hbs can coexist among patients with chronic infection who are also anti-hbc or anti-hbe positive. Discrepant results for this assay may also be caused by other factors (the reagent not being properly mixed before loading, the probe being out of alignment) which all are listed in the architect operations manual. Based on the investigation results, it was determined that the architect anti-hbs lot number 76102lf00 is performing as intended and no malfunction was identified.

Manufacturer narrative:
(B) (4) this report is being filed on an international product, list number 7c18-25 (architect anti-hbs) that has a similar product distributed in the u.s, list number 1l82 (architect ausab). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process